Manufacturer narrative:
The most likely underlying cause for the revision reported is a combination of risk factors specified in the hhe and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 1980933 148-32-93 - 12/14 zirconia head 32mm -3.5mm neck; 2047252 164-03-09 - element-stem, collared w/ha, std offset, sz 9; 2169921 180-01-54 - nv crown cup clstr hole 54mm group 2.

Event description:
As reported, approximately 11 years post op initial left tha, this 53 y/o female patient was revised due to poly wear. Patient complained of pain. Patient was last known to be in stable condition following the event. Product not returning - chain of command. Due to recalls hospital will not release.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, investigation findings, investigation conclusions.